Manufacturer narrative:
Date rec'd from MFR: 09oct2019. Philips field service engineer (fse) replaced the touchscreen to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25sep2019.

Event description:
The customer reported touchscreen was not functioning. There was no patient involvement.